Event description:
It was reported that the communicator power cord got hot and stopped working. A boston scientific company representative opted to replace the power cord. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.